Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (477 mg/dl). Customer's basal rate needed to be adjusted. Customer delivered a bolus to stabilize bg levels. Tandem technical support guided the customer through adjusting their basal rate settings.